Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness. The pt's family member reported that the pt was not able to see results correctly on the display and was hospitalized. The meter's display was allegedly discolored. The result from the pt's meter was "390 (from what they interpreted from the otp display)". There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. The treatment was unknown. Prior to hospitalization, the pt was using insulin. Their medication was changed to pills after discharge. No further info has been reported.